Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
Reference number (B)(4). Event occured in brazil. It was reported that the patient opened a catheter box and all the packaging was bent event on (B)(6) 2025.the blood glucose level was high and the patient was treated with insulin pump. No further information is available.